Event description:
Product details: mfg: allergan inc (B)(4) - style 68hp natrelle saline filled breast implant 800cc (900ml) ref 68hp-800, sn (B)(4). In 2015 I got tested for brac1 and received a positive test result. I decided to get a double mastectomy and implants as a preventive measure for breast cancer. I completed the mastectomy and implants surgeries on (B)(6) 2016. On (B)(6) 2020 I noticed my right side breast implant deflated within 1-2 days with no reason or accident. I visited the doctor and the only option offered was surgery to remove the old implant and get a new one. I decided to get a different doctor to get my new implant surgery fixed. When the surgery was completed ((B)(6) 2020), my husband requested to get the implant to see how bad it was, but the doctor said it wasn't possible to give it to us, today ((B)(6) 2020), in my post surgery appointment I was able to see a picture of the implant with the hole. I am (B)(6) years old and since my brac tested I have had 4 surgeries for the double mastectomy, 2 surgeries for the implants and another surgery for the hysterectomy and ovary removal. As of last month I had to expose my body to a fifth surgery within less than 4 years because of a malfunctioning product that I shouldn't have to go through. This has taken a toll in my emotional health because I had to go through this surgery during this covid pandemic, and in addition to that I had to go back to this very painful and traumatic experience again. This is a difficult situation as it's taking my savings, my health and emotional well being because of a malfunctioning product. FDA safety report ID# (B)(4).